Event description:
Patient reported the right breast is ¿firm and looks abnormal due to capsular contracture¿ (baker grade iii). There is no indication of treatment and the device remains implanted. Physician reported right side moderate "tightness." Follow-up revealed the "tightness" is not related to the device. Healthcare professional later reported "rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken in the radius side with non-penetrating nicks assessed as to surgical impact (shell thickness was within specification) and broken striated assessed as surgical damage also has missing piece of the shell assessed as to inconclusive. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles observed in the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.2, b.5, b.6, d.6b, e.3, h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported the right breast is ¿firm and looks abnormal due to capsular contracture¿ (baker grade iii). There is no indication of treatment and the device remains implanted. Physician reported right side moderate "tightness." Follow-up revealed the "tightness" is not related to the device. Healthcare professional later reported "rupture". Device remains implanted.